Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: jey. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that an unknown surgery was performed for the humerus on (B)(6) 2023. During the surgery, the 8mm screw¿s head broke when it was tightened while fixing the plate. The heads of two additional screws, 6mm to 4mm, also broke off. The shafts remained in the patient¿s body. There is a possibility that the front and back of the plate were inserted incorrectly. The surgery was completed successfully with no delay. There was no patient consequence; the patient outcome was reported to be stable. It was confirmed that there was no allegation against the plate. This report involves one ti matrixmidface screw self-drilling 6mm. This is report 2 of 3 for (B)(4).